Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used. As they were preparing the watchman laa closure device and delivery system to be used, they were making the final adjustments with the was in the appendage. It was then noticed that a large clot was hanging off the distal end of the was. The patient had a activated partial thromboplastin (apt) time of 337 five minutes prior to clot noticed. The operator was able to aspirate the clot. Then he attempted to flush the was thoroughly, but when he flushed the was, he noticed that the clot came back out. At that point they decided to pull whole was back into the right atrium and flush the was. The physician looked at the echocardiogram and checked another apt. The apt was going down to 189 in 15 minutes. They noticed a small clot on the atrial septum and at that point they decided to abort the case and bring the patient back another day. There were no patient complications and the patient was fine. The patient woke up and had no neurological deficits, so they were discharged home.